Event description:
The customer reports the device failed to shock in operational check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device failed to shock in opcheck. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for service.